Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement reported. Unknown when device actually malfunctioned. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: 359.219 lot. 3015868 manufacturing location: (B)(4), manufacturing date: 24. Oct 2008, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a inserter is not holding properly. It was realized during the cleaning process. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Date reported as (B)(6) 2016, should be (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown ¿ issue discovered on december 13, 2015 during sterile processing. Product investigation summary: the investigation has shown that the ten inserter has clear traces of wear, nicks, and dents on the shaft and head. Furthermore, one of the jaws is badly damaged and the chuck cone shows various notches. The review of the production history revealed that this instrument was manufactured in october, 2008 in accordance with all established requirements. No manufacturing related issues that would have contributed to this complained event were found. Unfortunately, the exact cause of this failure could not be determined. The correct date of awareness for the complained event was december 14, 2015. The appropriate date has been updated in applicable field. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.